Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: facility reported on (B)(6) 2024 at approximately 21:50, while ventilating a patient, the device alarmed "flow sensor failure" and "safety ventilation" was displayed on the display. They reported the screen was "blank.". The ventilator was removed from use and the staff performed a "leak" test and "flow sensor calibration" on the unit. Both tests passed. Ventilator out of service. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: facility reported on (B)(6) 2024 at approximately 21:50, while ventialting a patient, the device alarmed "flow sensor failure" and "safety ventialtion" was displayed on the display. They reported the screen was "blank.". The ventilator was removed from use and the staff performed a "leak" test and "flow sensor calibration" on the unit. Both tests passed. Ventilator out of service. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. During ventilation the ventilator went into safety mode and alarmed with tfs. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a clogged air intake dust filter. The assumed root cause could not be confirmed. If the ventilator will trigger the same tfs it will go into safety mode. In that state, ventilation is still given and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non-reportable event.

Event description:
The following was reported to hamilton medical ag: facility reported on (B)(6) 2024 at approximately 21:50, while ventialting a patient, the device alarmed "flow sensor failure" and "safety ventialtion" was displayed on the display. They reported the screen was "blank.". The ventilator was removed from use and the staff performed a "leak" test and "flow sensor calibration" on the unit. Both tests passed. Ventilator out of service. No patient harm or consequences.